Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. The item was previously returned on 22-mar-2013 for routine maintenance. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Facility reports the trigger on the small battery drive is sticking. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The customers complaint that this device has a sticky trigger was confirmed. A functional assessment was performed which confirmed that the trigger is sticking. This is due to improper cleaning.